Event description:
A customer reported discrepant patient results for carbohydrate antigen 19-9 (ca 19-9) on the aia-2000 analyzer. The initial patient sample was collected on (B)(6) 2023, frozen, and then sent to customer's site. The sample was thawed at the customer's site, inspected for particulate matter, and tested on (B)(6) 2023. The first sample was 78.6 u/ml, but the patient's physician noted the result was inconsistent with the patient's history. The sample was retested, and the result was 295.7 u/ml; the result was still not acceptable by the physician. A field service engineer (fse) was dispatched to further investigate the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported discrepant patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer's site to address reported event. Based on initial information provided, the sample handling may have contributed to the erroneous result. The integrity of the sample might have been compromised when sample was collected, frozen then sent to customer's site, thawed after three days and then tested. Fse reviewed the error log for any suspicious errors and checked the instrument but no physical issues were found. Fse performed periodic maintenance (pm) to rule out any possible instrument issues and performed 5 replicates of precision study of level 1 and level 2 of quality control (qc). The results were within acceptable 10% limit and within customer acceptable range with no reoccurring issues. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number 1(B)(6). There were no similar complaints identified during the search period. The st ca 19-9, analyte application manual states the following: limitations of the procedure: st aia-pack ca 19-9 should not be used as a screening test. The results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ca 19-9, the highest concentration of ca 19-9 measurable without dilution is 400 u/ml, and the lowest measurable concentration is 1.0 u/ml (assay sensitivity). Although the approximate value of the highest calibrator is approximately 400 u/ml, the exact concentration may be slightly different depending upon the lot. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 u/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values or occasionally falsely decreased values when tested for ca 19-9 using st aia-pack ca 19-9. A ca 19-9 result below the upper reference limit of normal does not indicate the absence of malignancy because patients with histopathologic evidence of pancreatic cancer may have ca 19-9 assay values within the range of normal individuals. Patients who do not secrete blood group lewis antigen do not produce ca 19-9. Conversely, a ca 19-9 assay value exceeding the upper limit reference limit of normal does not necessarily indicate the presence of pancreatic malignancy since a small percentage of healthy individuals and individuals with non-malignant conditions as well as malignancy in other locations than the pancreas may have elevations in ca 19-9 assay results. A ca 19-9 assay value should not be interpreted as absolute evidence for the presence or absence of malignant disease of the pancreas. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event could not be established.